Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, patient experienced blurry vision. Clinical reason was mentioned as lens malfunction. The iol was exchanged for same model 0.5 diopter more company lens in a secondary procedure. Additional information has been requested.